Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between may 8-9, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid in the device's bladder which suggested under infusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused during infusion. At the end of therapy, it was observed that approximately 60% of the total volume was infused during the therapy time. The patient returned to the hospital to have the device removed and it was noted that the contents had not fully infused. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.